Manufacturer narrative:
Approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implant turned off and they did not remember how to turn it back on . During the call, the patient programmer showed that stimulation was off. The patient did not know how it got turned off and stated that they kept their patient programmer in the closet and had not used it in a while. It was reviewed that stimulation on/off buttons were also on the recharger and this was a possibility. The patient had been feeling more pain and aches without getting good relief and wanted to increase stimulation. During the call the consumer tried increasing group a program 1 at 3.25v and program 2 at 1.55v. The patient was not feeling stimulation when they increased and usually at those levels it would feel like it was "biting them" because stimulation was too high. The consumer then tried group b which felt like it was "biting them", it was bad, and pinching them. This occurred even after decreasing stimulation. The consumer switched to group a and got it adjusted to where it was comfortable on the right and left. The even started about a week ago in (B)(6) 2018. The consumer noted that they would like to meet a manufacturer representative to make more adjustments. It was noted that something about one of the settings felt like a massage and the consumer wanted that activated. No further complications were reported.